Event description:
Nurse attempted to administer sedation followed by flushes delivered via IV pump. Pt became more agitated and nurse attempted to administer more medication. Noted bubble (expansion) of soft tubing forming at point where tubing was inserted into IV pump. Tubing changed and new tubing inserted with no further problems.